Manufacturer narrative:
Additional information: according to the information received from the field the electrode was cut by the recipient and was therefore explanted. The reported issue was likely caused by an extrusion of the electrode into the external ear canal. Despite requested neither the device not further information has been received for investigation.

Event description:
The user cut the electrode of her implant, as a result, the user had to undergo a surgical procedure to have the implant explanted. It seems that the electrode lead was reachable through the ear canal. Due to the age and the mental condition of the patient no reimplantation is scheduled

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user cut the electrode of her implant, as a result, the user had to undergo a surgical procedure to have the implant explanted. Due to the age and the mental condition of the patient no reimplantation is scheduled